Manufacturer narrative:
Event date unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pga plug of a 6f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in sterile field. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the pga plug of a 6f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in sterile field. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18288670 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable" could not be confirmed. Without the return of the device or procedural images, the cause of the reported event cannot be determined. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.